Event description:
This pt had a spinal cord stimulator placed in 2001 for back pain. Pt did well until they fell several times in 2002. After that, the pt noticed increased pain plus some bruising over the area of the stimulator. Pt saw their surgeon who examined the pt and did x-rays. He felt that the stimulator might be dislodged. Therefore the surgeon took the pt to surgery for replacment of the device in 2002. During the surgery, he noted that a wire on the right side of the electrode pack had a fracture in it. The surgeon then replaced the old spinal cord stimulator lead with a new one. The pt tolerated the procedure well ann was discharged home the nexy day.